Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a triathlon total knee femur and patella due to joint tightness. He said max flexion for the patient was 90 deg. It was originally done on (B)(6) 2014. Originally it was a 7 cr femur, 6x9 tibia and a 38 patella cemented. (B)(6) removed the femur and replaced it with a primary size 5 cr femur and replaced the patella with a size 35.

Manufacturer narrative:
An event regarding range of motion issues involving a triathlon patella was reported. The event was confirmed via medical records. Method and results: device evaluation and results: not performed as the product was not returned for evaluation. Medical records received and evaluation: revision of a triathlon femoral cr knee device almost 2-years post surgery due to stiffness problems with limitation of range of motion (rom) to just 90°. The femoral component was downsized two sizes from 7 to 5 while also the patella size was reduced from 38 to 35-mm size. Baseplate was apparently retained. There is only a rather brief report of primary arthroplasty available that documents a straightforward implantation procedure of triathlon cr components in (B)(6) 2014, with no issues or complications reported. So, no info to establish a potential root cause for later problems. Consequently we have to do with the provided revision info on downsizing of femoral and patellar component plus the diagnosis of stiffness with reduced rom. There is certainly an excessive size femoral component implanted which represents a procedure-related problem because the surgeon is responsible for optimal component position including optimal sizing. From the patient-related perspective, there is no info while there is additionally no evidence for presence of device-related matters, consistent with the type of problem reported. Stiffness (or instability for the other extreme of the balance) problems are always caused by mismatch between size, position and other geometrical aspects of the devices involved relative to the patient¿s anatomy plus ligament constraints and not the specific device properties related to manufacturing or materials composition. As such, is root cause of failure certainly procedure-related and not device-related although details may remain obscure. X-rays especially may help to further detail these aspects but would not change the root cause of failure as procedure-related matter. This pi case is not device-related. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusion: the reported event relates to the patient having decreased range of motion. Review of the medical records provided indicated that the there is certainly an excessive size femoral component implanted which represents a procedure-related problem because the surgeon is responsible for optimal component position including optimal sizing. As such, is root cause of failure certainly procedure-related and not device-related although details may remain obscure. X-rays especially may help to further detail these aspects but would not change the root cause of failure as procedure-related matter. This case is not device-related. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised a triathlon total knee femur and patella due to joint tightness. He said max flexion for the patient was 90 deg. It was originally done on (B)(6) 2014. Originally it was a 7 cr femur, 6x9 tibia and a 38 patella cemented. (B)(6) removed the femur and replaced it with a primary size 5 cr femur and replaced the patella with a size 35.